Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient has concerns about the functioning of his implantable pulse generator (ipg) and has some bruising around the implant site. The ipg remains in use. No patient complications have been reported as a result of this event.